Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation, it was noted the contact force could not be zeroed and the light on the tactisys remained red. The tactisys was restarted with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.